Event description:
Information received with return of the explanted device notes that the "patient was brought to o[perating] r[oom] due to intermittent loss of capture when pocket was manipulated. *also device was pacing doo despite programmed~~~~~~~~